Manufacturer narrative:
Microscopic examination of the crimped stent found proximal stent strut damage, some of the struts were bent back distally. No kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the mfg record for this particular batch #7962546 shows that the device met its material, assembly and product specs at the time of its release to distribution. The root cause of the stent damage could not be determined.

Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 2.50x20mm taxus express2 drug eluting stent was advanced toward the lad, but it did not cross the lesion. The procedure was completed with another taxus express2 drug eluting stent of the same size. There were no pt complications. The pt status is listed as satisfactory.